Event description:
(B)(6) study. It was reported an incomplete seal was observed. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 20mm. Prior to the index procedure, 81 mg aspirin was administered. The patient was discharged the same day. On (B)(6) 2018, as per the 45-day follow-up echocardiography findings there was an inadequate laa seal with the size of the largest residual jet around device reported as 6mm. No patient complications were reported.